Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was replaced, and two leads were added due to a neck and shoulder pain.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was replaced, and two leads were added due to a neck and shoulder pain. Additional information was received that the explanted ipg will was discarded per hospital policy and patient was doing well postoperatively.